Event description:
It was reported that the patient was being transferred from the or table to the stretcher when the brakes did not hold on the stretcher. During the transfer the patient slid between the or stretcher and the or table (the patient was lowered to the floor in a controlled manner by the staff present). After this event, the patient was lifted back onto the stretcher and was taken to the recovery area for further assessment and observation. X-rays were taken and a orthopedic consult completed. The patient was discharged later that day in satisfactory condition.

Event description:
It was reported that the patient was being transferred from the or table to the stretcher when the brakes did not hold on the stretcher. During the transfer the patient slid between the or stretcher and the or table (the patient was lowered to the floor in a controlled manner by the staff present). After this event, the patient was lifted back onto the stretcher and was taken to the recovery area for further assessment and observation. X-rays were taken and a orthopedic consult completed. The patient was discharged later that day in satisfactory condition.

Manufacturer narrative:
A visual and functional inspection was performed by the stryker field service representative and the customer allegation of a brake issue was unable to be recreated by the technician and it was reported that no obvious defects were found with the brake assembly. The customer informed the stryker field service representative that they thought the stretcher moving event was likely due to user error and not a brake issue with the unit. The issue was resolved for the customer by the service technician instructing the customer on the proper way to apply the brakes.